Event description:
Power injector tubing/syringe partially disconnected during angiography, spraying contrast in the air, on the physicians performing the catheterization and onto the patient and procedure area. Also introduced room air into the injector tubing that was directly connected to a catheter that was sitting in patient's aortic root.

Event description:
Power injector tubing/syringe partially disconnected during angiography, spraying contrast in the air, on the physicians performing the catheterization and onto the patient and procedure area. Also introduced room air into the injector tubing that was directly connected to a catheter that was sitting in patient's aortic root.